Event description:
During a surgical evaluation, dr. Was performing a craniotomy using an acra-cut perforator with a demo xmax and speed reducer in 2006, when the perforator plunged into the pt's brain. The surgeon switched to another perforator to drill another hole, and it worked fine and did not plunge. The surgeon completed the craniotomy, but noticed some swelling in the pt's brain, and could not continue the surgery. Although, the surgeon stated that he believed the perforator caused the event, the motor, speed reducer, and foot pedal being used at the time will be returned to anspach for evaluation.